Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose would range from 300 mg/dl to 400 mg/dl. Customer's blood glucose was 298 mg/dl at the time of the call. Customer had treated their blood glucose with a humalog pen. It was also found the customer was not feeling right due to their high blood glucose. Troubleshooting found the customer's cannula was not occluded. Customer also stated they were able to observe insulin exiting from the tubing. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.